Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 , 21.0 diopter intraocular lens (iol) was implanted in the patient¿s right eye, and the patient¿s posterior capsule tore. An anterior vitrectomy was performed and sutures were required. The customer reported that the iol kept tilting backwards so the doctor used sutures, not sutures around the eye, but sutures were used around the haptic. Some of the cataract went to the back of the eye during surgery. There were no other patient injuries reported. The patient went to a retina specialist the next day. The lens was explanted and replaced with a non-johnson & johnson (j&j) lens. There was no loss of two (2) or more lines best spectacle corrected visual acuity (bscva), and no additional surgical or medical intervention was required. Reportedly, the current status of the patient is with a non-j&j lens is the patient has corneal edema, and a bit of blurry vision, but he has a good prognosis. Doctor will remove the cataract fragments left from the initial surgery at a later time. No further information was provided.